Event description:
It was reported that prior to an interventional procedure for an iliac artery aneurysm, suture placement was attempted in the left common femoral artery with a proglide device using the preclose technique. Reportedly, when the device was advanced into the artery, pulsatile blood flow was not observed even after making device adjustments. A second proglide device was attempted to be pre-placed and a cuff miss occurred. The sutures of two additional proglide devices were successfully pre-placed. The arteriotomy was 6f. The sheath was upsized to 12f for the interventional procedure. After the interventional procedure was completed, the two successfully pre-placed sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of no observed pulsatile blood flow was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for marker lumen blockage/inability to achieve device marking reported from this lot. Reportedly, the marker lumen was not flushed prior to use. The instructions for use, states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide suture mediated closure (smc) device if the marker lumen is not patent. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): improper or incorrect procedure or method. Failure to follow steps/instructions. Reportedly, the marker lumen was not flushed prior to use. The instructions for use, states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide suture mediated closure (smc) device if the marker lumen is not patent. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced, is filed under a separate medwatch MFR number.